Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon was able to squeeze the handle, but the stapler did not fire during laparoscopic sleeve gastrectomy. Another device was used to complete the case. There was no patient injury.